Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2009: patient was pre operatively diagnosed with grade 4 spondylolisthesis at l5-s1 and underwent posterior procedure is a pedicle screw fusion l4-s1 with pedicle screws as well as an in situ fusion with demineralized bone matrix, bone morphogenic protein and autologous bone. Stage 2 anterior exposure of l4-l5 and l5-s1 disc space and reduction o spondylolisthesis as per-op notes ¿ we then took the lamina that was remaining bone morphogenic protein, and placed this laterally to the screws on the decorticated lateral facet joint and transverse process from l4 to s1 for an in situ fusion l4-s1¿. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.